Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with four trial leads from the same lot. During a programming session, all of the devices were reported as having come out of the lead holders. The markings on the leads had also come off which required reprogramming. The pt reported effective therapy coverage as a result of the session. On (B)(6) 2013, the pt alleged one of the leads had come out of his body. The devices were subsequently removed by the physician on (B)(6) 2013.